Event description:
The customer tested her blood glucose using her breeze meters and received readings of 105 and 287 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results were within the normal control range. No product will be returned for evaluation.